Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, 2074 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of paratubal cyst on (B)(6) 2019 and pelvic pain. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, 2144 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (left salpingectomy with removal of essure, removal of remnant of right fallopian tube). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.337 kg/sqm. [Hysterosalpingogram] on (B)(6) 2014: indications: confirm tubal occlusion pre-procedure diagnosis: female with history of unilateral (left) essure procedure post-procedure diagnosis: bilateral tubal occlusion with left essure device visualized and right distal salpingectomy confirmed procedure: hysterosalpingogram; procedure details: the proximal right fallopian tube filled with contrast, but no distal spill of contrast noted consistent with known right distal salpingectomy. The uterine cavity appeared normal with no distal spill of sinografin confirming bilateral tubal occlusion. The hsg catheter was removed. The patient tolerated the procedure well. All counts correct x 2. History: left-sided essure in a patient with prior right salpingectomy findings: a balloon cannula has been placed and radiographic contrast injected. The uterine cavity and cervical canal are normal. A left-sided essure device is in good position resulting in tubal occlusion. The right fallopian tube is occluded in its midportion at the site of the salpingectomy impression: tubal occlusion on the left side has been established following essure placement. There is a chronic right-sided occlusion [pathology test] on (B)(6) 2019: pathologic diagnosis : fallopian tubes, bilateral salpingectomy: complete cross-sections of fallopian tube(s) with paratubal cysts. Essure device present within one of the segments. Clinical information: chronic pelvic pain specimen(s) submitted: bilateral fallopian tube and essure device gross description: partially embedded within the lumen of the shorter segment is a stretched/focally coiled essure wire. Microscopic description: microscopic examination is performed and supports the diagnosis quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of paratubal cyst on (B)(6) 2019 and pelvic pain. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, 2144 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (left salpingectomy with removal of essure, removal of remnant of right fallopian tube). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.337 kg/sqm. [Hysterosalpingogram] on (B)(6) 2014: indications: confirm tubal occlusion. Pre-procedure diagnosis: female with history of unilateral; (left) essure procedure. Post-procedure diagnosis: bilateral tubal occlusion with left essure device visualized and right distal salpingectomy confirmed. Procedure: hysterosalpingogram. Procedure details: the proximal right fallopian tube filled with contrast, but no distal spill of contrast noted consistent with known right distal salpingectomy. The uterine cavity appeared normal with no distal spill of sinografin confirming bilateral tubal occlusion. The hsg catheter was removed. The patient tolerated the procedure well. All counts correct x 2. History: left-sided essure in a patient with prior right salpingectomy. Findings: a balloon cannula has been placed and radiographic contrast injected. The uterine cavity and cervical canal are normal. A left-sided essure device is in good position resulting in tubal occlusion. The right fallopian tube is occluded in its midportion at the site of the salpingectomy impression: tubal occlusion on the left side has been established following essure placement. There is a chronic right-sided occlusion. [Pathology test] on (B)(6) 2019: pathologic diagnosis: fallopian tubes, bilateral salpingectomy: complete cross-sections of fallopian tube(s) with paratubal cysts. Essure device present within one of the segments. Clinical information: chronic pelvic pain. Specimen(s) submitted: bilateral fallopian tube and essure device. Gross description: partially embedded within the lumen of the shorter segment is a stretched/focally coiled essure wire. Microscopic description: microscopic examination is performed and supports the diagnosis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: reporters, patient information, medical history, lab data, and non drug treatment added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, 2074 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.